Event description:
It was reported that during an abdominal aortic aneurysm, the suture material had frayed during the second pass. This occurred while passing the suture through graft material . A second and third suture were pulled and both frayed on the second pass as well. There was no adverse pt outcome.